Event description:
Info received indicates when the brake is activated, the foot end brake casters did not hold.

Manufacturer narrative:
The technician replaced the foot end brake casters to repair the stretcher.